Event description:
Hill-rom received a report from the account stating the brakes were not holding. The bed was located in room 721 at the account. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint # (B)(6).

Manufacturer narrative:
The hill rom tech found a brake caster not holding due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2008. It is unk if the facility performed any other preventative maintenance on this bed. The tech replaced the caster to resolve the issue. Based on this info, no further action is required.